Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device met all material specifications as received. Device history record review revealed nothing relevant to this event. The failure mode could not be determined but the broken needle point condition is consistent with passing the needle through challenging tissue (thick or calcified) or hitting bone. The buckled needle strip condition is typically caused by the device skiving under thick tissue or distorting distally under the jaw. The distal end of the nitinol point demonstrated minimal scrape marks, indicating the device was not fired excessively. The mating part (instrument) was not returned or identified. The instrument used in conjunction with the needle can contribute to the observed conditions. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the multifire scorpion needle was being used in a rcr procedure. When the surgeon attempted to pass the suture, it didn't pass. He made a second attempt and it still wouldn't pass through, so he pulled the scorpion needle out and noticed that the tip was broken-off. The surgeon had to re-open the initial incision and went back in with the scope to look for the broken tip, and flushed the shoulder out. The tip was not found after all of this. Procedure completed successfully. No patient injury was reported.